Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 5 when changing out the supplies on the pump. Reportedly, the customer's blood glucose level was 350 mg/dl, which was addressed with a correction bolus. The customer was able to load a new cartridge successfully and resume insulin delivery.